Event description:
N/a

Manufacturer narrative:
Corrected fields;d4(UDI)a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not plugged in and the batteries were depleted. The fse states that the unit showed no evidence of malfunction, but shut down due to insufficient battery. The fse completed preventative maintenance. The unit passed all functional and safety tests, and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that whilst in operation on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down. There was no patient harm.